Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to node 3 on the first and second deployment attempts, the valve dislodged and was subsequently recaptured. Upon the third deployment attempt at a depth of approximately 6 millimeters (mm) on the non-coronary cusp (ncc), the implant depth was too deep and the valve was recaptured. Upon deployment to the point of no recapture of the fourth deployment attempt, the implant depth was 3-4 mm on the ncc, and 4-5 mm on the left coronary cusp (lcc); however, the valve dislodged towards the ascending aorta and was subsequently recaptured. During recapture, the inflow side of the valve was observed to have caused damage to the aortic wall. Contrast imaging was performed that confirmed an aortic dissection. Upon the fifth deployment attempt, the implant depth was 5 mm on the ncc and 5 mm on the lcc, and the valve was fully deployed. Subsequently, the patient was switched to general anesthesia and a transesophageal echocardiogram was performed that showed the dissection did not spread. Following the implant procedure, the patient was monitored. Additional information was received to report the patient's anatomy included mild calcification and concern for upward movement of the valve following deployment due to the left ventricular outflow tract diameter being greater than the annulus diameter. A non-medtronic (safari) guidewire was used for the procedure. A pre-implant balloon dilation was performed. The deployment starting point was at the middle of the pigtail catheter. Per the physician, the dissection occurred at the lower end of the valve frame when the valve dislodged and was recaptured. The computed tomography performed post-operatively and on the first post-operative day showed no change to the dissection; therefore, a conservative treatment approach was implemented.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329, (lot: unknown); product type: 0195-heart valves; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to node 3 on the first and second deployment attempts, the valve dislodged and was subsequently recaptured. Upon the third deployment attempt at a depth of approximately 6 millimeters (mm) on the non-coronary cusp (ncc), the implant depth was too deep and the valve was recaptured. Upon deployment to the point of no recapture (ponr) of the fourth deployment attempt, the implant depth was 3-4 mm on the ncc, and 4-5 mm on the left coronary cusp (lcc); however, the valve dislodged towards the ascending aorta and was subsequently recaptured. During recapture, the inflow side of the valve was observed to have caused damage to the aortic wall. Contrast imaging was performed that confirmed an aortic dissection. Upon the fifth deployment attempt, the implant depth was 5 mm on the ncc and 5 mm on the lcc, and the valve was fully deployed. Subsequently, the patient was switched to general anesthesia and a transesophageal echocardiogram (tee) was performed that showed the dissection did not spread. Following the implant procedure, the patient was monitored.

Manufacturer narrative:
Corrected data: this is a system report; section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: 0012685667; product type: 0195-heart valves; manufactured date: 2025-02-24; use before date: 2027-02-24; UDI #:(B)(4).implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to node 3 on the first and second deployment attempts, the valve dislodged and was subsequently recaptured. Upon the third deployment attempt at a depth of approximately 6 millimeters (mm) on the non-coronary cusp (ncc), the implant depth was too deep and the valve was recaptured. Upon deployment to the point of no recapture (ponr) of the fourth deployment attempt, the implant depth was 3-4 mm on the ncc, and 4-5 mm on the left coronary cusp(lcc); however, the valve dislodged towards the ascending aorta and was subsequently recaptured. During recapture, the inflow side of the valve was observed to have caused damage to the aortic wall. Contrast imaging was performed that confirmed an aortic dissection. Upon the fifth deployment attempt, the implant depth was 5 mm on the ncc and 5 mm on the lcc, and the valve was fully deployed. Subsequently, the patient was switched to general anesthesia and a transesophageal echocardiogram (tee) was performed that showed the dissection did not spread. Following the implant procedure, the patient was monitored. Additional information was received to report the patient's anatomy included mild calcification and concern for upward movement of the valve following deployment due to the left ventricular outflow tract diameter being greater than the annulus diameter. A non-medtronic (safari) guidewire was used for the procedure. A pre-implant balloon dilation was performed. The deployment starting point was at the middle of the pigtail catheter. Per the physician, the dissection occurred at the lower end of the valve frame when the valve dislodged and was recaptured. The computed tomography performed post-operatively and on the first post-operative day showed no change to the dissection; therefore, a conservative treatment approach was implemented.